Event description:
It was reported that during a routine device change out, it was found the right ventricular (rv) lead connector leg showed visual signs of stress with abnormal filar bunching consistent with an angular bend permanently formed on the connector. Also on further inspection, the rv lead had an insulation tear identified on the pace/sense connector leg about one centimeter from the angular bend. It was noted that the rv lead function had been normal throughout the service life. The rv lead pace/sense portion was capped and replaced and the high voltage portions of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator, (B)(6) 2008; 507652 implantable pacing lead, (B)(6) 2008. (B)(4).